Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, grinding and popping, loosening sensations and difficulty ambulating. It was also alleged that during the revision surgery, metallosis was found. Update 07 oct 2019: (B)(4) has been re-opened under (B)(4) due to receipt of pcf and medical records. After review of medical records patient was revised to addressed failed left total hip arthroplasty. Operative notes indicated persistent pain, cobalt and chromium levels were elevated, consistent metallosis. Added law firm, lawyer, medical history, date of birth and age of patient, product details of liner and head. Also added stem due to alleged of elevated ion levels. Doi: (B)(6) 2009. Dor: (B)(6) 2013, left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.